Manufacturer narrative:
Reported event was confirmed by review of revision op notes. Review of revision op notes shows that the surgeon found cloudy brown collection of fluid; cultures collected and debridement performed ¿ trunnion with minimal graying and some trunnionosis (not a substantial amount). Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a revision procedure of the left hip approximately 8 years post implantation due to metallosis. No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One m2a-magnum mod hd sz 50mm item# 157450 lot# 687440 was returned and evaluated. Upon visual inspection there was some debris inside of the taper along with a wear line and scuffing on the outer radius. The additional information does not change the results of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical devices - m2a 38mmx54mm cup # item rd118854 lot 653510; bi-metric/x por nc 13x145 # item rd118854 lot 653510. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-11387. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to metallosis and pain. Debridement of right hip performed, metallosis stained tissue and necrotic tissue around hip joint is derided. Some corrosion at tip of the taper of the femoral head. Attempts have been made and no further information has been provided.